Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was previously used during an endoscopic examination on a patient infected with creutzfeldt-jakob disease (cjd). After reprocessing, the device was then used on additional patients. In total, the device has been used in 22 procedures. There were no reports of other confirmed cjd infections/patient harm. This report is for the subsequent patient that used the device after the reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿ prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, please follow the respective guidelines in your country. The endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, given the information provided investigators believe this event was caused by the user facility inadvertently using a device that was not properly reprocessed between patients. Olympus will continue to monitor the field performance of this device.